Event description:
An explanted device was received for investigation. According to the derf the user suffered from an acute infection of the middle ear and mastoid cavity. Reportedly, the infection started in the middle ear or mastoid cavitiy and spread from there to the implant bed. Cultures were positive for staphyloccocus aureus.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the recipient was explanted due to an infection in the mastoid cavity and middle ear. A review of the device_s sterilization records showed that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
An explanted device was received for investigation. According to the derf the user suffered from an acute infection of the middle ear and mastoid cavity. Reportedly, the infection started in the middle ear or mastoid cavitiy and spread from there to the implant bed. Cultures were positive for staphylokokkus aureus.